Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013; during the surgery on (B)(6) during a vertebroplasty surgery the cement did not come out from the mixer. It happened twice with 2 kits. It was reported that the cement, during the turning movements, was going back inside the system, and not for the stop-cock/syringe. It was reported that the surgeon and nurse followed the steps, and they have done it by the book. It was further reported that the surgery was prolonged by 30 minutes. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an implant. (B)(4). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of device history records was performed and no complaint related issues were found during manufacturing that would contribute to this complaint. Placeholder.